Event description:
It was reported the pt had not used or recharged the ipg as recommended. As a result, the ipg became depleted. The pt's ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Results - as received, the ipg was non-responsive. User error was considered to be the cause of the event. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.